Event description:
Dealer advised on off button is not working on mpj joystick. Dealer advised button is stuck in on position causing josytick to freeze up and not turn off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.